Event description:
During routine dental appointment of 40 min duration, pt reported experiencing heat, flushing, erythema to face, cheeks, nose, throat; symptoms of apparant sunburn. Pt ruled out effects of prednisone 20 mg, and norvasc 5 mg. Conclusion: exposure to tungsten-halogen dental lamp. FDA's 1992 advisory to mfrs and importers of (desk) lamps, which notes that "without proper ultraviolet radiation shielding, exposure of the hands, forearms or faces of persons close to the lamps may be possible at levels that may produce an erythemal (sunburn) response in a few hrs."